Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer having to "wiggle the cable" into the charging port. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter and usb cable. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port and battery charging issue was verified. No wall adapter or usb cable was received for investigation therefore no evaluation could be performed for the usb cable and wall adapter allegations.